Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A visual inspection observed the 18 pin wand port has signs of arc damage and the lid is damaged. A functional evaluation revealed the unit presents an e8 error after initial bootup and asking to press any button. The unit was opened and found no issues. The complaint was confirmed and the root cause is associated with an electrical component failure.

Event description:
It was reported the quantum 2 controller presented an e8 error code. The procedure was successfully completed without delay using a s+n back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.